Event description:
(B)(4). Since implantation, I have gained weight, suffered with fatigue, body aches, migraine like headaches, dizziness, nausea, feeling of going to faint, hair loss, moodiness, loss of sex drive, stabbing pain in right side near pelvic, periods that are heavy and last for weeks, insomnia, anxiety, heart palpations, vitamin d deficiency.